Event description:
Info received in 2001, reporter indicates this pt has only been implanted with malleable device for three days, date of surgery was not indicated. 24 hrs ago, the entire device was removed from the pt "because the pt was perforated at the original case. Perforation proximally, the cylinders were coming out at the end of the pt's penis, at the pt's rectum."